Event description:
It was reported that a female who underwent an unknown breast surgery with an unknown mentor silicone prosthesis experienced left sided capsular contracture unknown grade, bilateral symptomatic ruptures, and unexplained systematic symptoms as follow: fatigue, brain fog, hair loss, insomnia, dry eyes, estrogen dominance, easy bruising, throat clearing, shortness of breath, asthma, acid reflux, ringing in my ears, leaky gut, gastrointestinal issues, achy joints, frequent urination, heart palpitations, yeast infections, headaches, hypothyroid, thyroid nodules, depression postoperative. As a result, patient, underwent bilateral removal on an unspecified date. This report relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: symptomatic rupture, generalized illnesses h6: health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).